Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output.

Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in fine condition.